Event description:
The device had displayed an error message. Performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that a manual guided restore was performed on the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Partial reset occurred on (B)(6) 2011. Clkstop status indicated as reason for reset.

Event description:
The device had displayed an error message. Performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Partial reset occurred on (B)(6)-2011. Clkstop status indicated as reason for reset.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Partial reset occurred on (B)(6) 2011. Clkstop status indicated as reason for reset.